Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during the implant procedure, this right ventricular (rv) lead dislodged during the placement of the left ventricular (lv) lead. An attempt was made to reposition the rv lead but a stylet could not be inserted. This rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed bunched insulation in multiple places. The damage was consistent with the lead being pushed/pulled through a constricted area. A stylet insertion test was performed and confirmed the field observations. Dried body fluid and the bunched insulation impacted stylet insertion.